Event description:
Piece of screw driver sheared off while the surgeon was tightening the screw.

Event description:
Piece of screw driver sheared off while the surgeon was tightening the screw.

Manufacturer narrative:
A material analysis concluded that the lower universal joint failed due to a torsional overload with the final fracture occurring from an overload condition in a ductile manner. No material or manufacturing defects were observed on the fracture surfaces examined. The event was confirmed. A review of medical records was not performed as none were provided. It is also believed that the event is not related to patient factors. Device history review showed that all devices were manufactured and accepted into final stock. The complaint history review showed that there have been other events associated with the reported lot. It was determined the root causes were user related. The investigation concluded that broken tip of the universal driver shaft tip was caused by over tightening the screw. No material or manufacturing defects were observed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.